Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified anatomy during inflation causing the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in an unspecified artery. During stent deployment, the 3x15mm xience alpine drug eluting stent (des) balloon ruptured due to the calcified anatomy; however, the stent was deployed, without further issue, at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.